Event description:
Philips received a complaint on the indicating that nbp readings were higher than those from manual testing. The device was in clinical use on a patient at the time of the event. No adverse event was reported.

Manufacturer narrative:
Analysis was performed by remote service personnel which included troubleshooting and assistance with access to the menu to perform calibration. Based on the results of the analysis, it was determined that the nibp required calibration. The issue was resolved by calibrating the device and subsequently passing the testing. The device was returned to the use at the customer site.